Event description:
A customer reported that the pump was experiencing screen issues, including freezing and delays, which had been confirmed in person by a trainer familiar with the device. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to ensure the pump screen and hands were clean and dry and assisted in performing a touchscreen test, which was successfully passed. A pump reset was suggested, and the situation was to be monitored.